Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) (B)(4) alleging that their onetouch verio2 meter had been reading inaccurately erratic. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged inaccuracy occurred at 9am on (B)(6) 2016. At this time the patient obtained blood glucose results of "116 and 91mg/dl" with the subject meter within 20 minutes of one another. The patient manages their diabetes by self-adjusting their insulin dosage and in response to these alleged inaccurate results they increased their normal dosage of insulin (type unspecified) by "2 units". The patient did not develop any symptoms due to the alleged product issue, nor did they require any medical treatment due to the issue. At the time of troubleshooting the csr confirmed the unit of measure was set correctly on the subject meter, and the samples were taken from an approved sample site. The patient's products were replaced and requested for evaluation. Based on the information provided, there is no indication the meter issue caused and/or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor did they receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged product issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
The product has been returned and evaluated by product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.